Event description:
It was reported that the patient met with a physician and manufacturing representative in (B)(6) 2013 and they couldn¿t control the location of the stimulation. The stimulation would go up in the stomach. A month later, the implantable neurostimulator (ins) quit altogether. The patient was unable to keep the ins charged and they were sent a new recharger. The patient wanted to have the ins taken out. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).